Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: (2) turntrac; stent: promus premier 4.0x20; 3.0 x 15mm xience sierra. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of intimal dissection is listed in the coronary dilatation catheter (cdc), nc trek rx, global instructions for use (IFU) as a known patient effect. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a narrow, mildly calcified de novo lesion in the proximal left anterior descending (lad) coronary artery that was 95% stenosed. The patient presented with a chronic total occlusion of the right coronary artery and a significant left main (lm)/ lad lesion as well as a significant lesion in the ostium of the circumflex (cx). A hi-torque turntrac guide wire advanced in the cx as did another turntrac guide wire in the lm/lad. No issues were noted and the wires advanced nicely. Then a 3.0 x 15mm xience sierra stent delivery system was advanced to the ostium of the cx, inflated at 18 atmospheres and successfully deployed at the lesion. Then, a 4.0 x 20mm non-abbott stent was deployed successfully at the lm/lad at an unknown atmosphere. After stent deployment, it was noted that there was a 10-15% residual stenosis dent in the middle of the non-abbott stent. It was decided to post-dilate with a 5.0 x 15mm nc trek balloon dilatation catheter (bdc) at 14 atmosphere in the lm/lad lesion. After the bdc was deflated and removed, a dissection was noted and blood started to leak. A 3.0 x 15mm stent balloon was used to seal the leakage. The patient went into cardiac arrest and cardiopulmonary resuscitation (CPR) was performed. After about 10 minutes of CPR, the patient regained output and tension. An angiogram was performed and confirmed there were no visible leakage. The patient was then transferred to the intensive care unit to be monitored. No additional information was provided.